Manufacturer narrative:
Per the instructions for use of the device, infection, including endocarditis and septicemia are among the potential adverse events of the tavr. Endocarditis is an infection of a native or prosthetic valve. Endocarditis may occur early or late after valve replacement and typically results from either seeding of the valve with bacteria at the time of surgery by the operative team, or at a later time by an infection elsewhere in the body. There are multiple redundant manufacturing controls that insure the sterility of the valve as provided to the hospital. According to the medical literature, (B)(6) tends to occur in very debilitated patients, making the exact contribution of the bacteremia to the mortality difficult to determine. Endocarditis may occur as a complication of (B)(6) at a remote site if bacteremia occurs. (B)(6) usually occurs in older patients, particularly men. Risk factors for (B)(6) and endocarditis may include urinary tract infection, intra-abdominal foci, wounds, and parenteral nutrition. (B)(6) causes most cases of endocarditis. In this case, the exact cause of the patient's endocarditis 2 years after implant cannot be confirmed; however, it was reported that the patient was admitted due to an (B)(6), which was considered to be probably due to a central venous catheter line infection. The patient had a successful sapien valve implant, which was found to be doing well at the 2 year follow up visit. A device history records (DHR) review showed that the valve met specifications prior to its distribution. Furthermore, the patient bacteremia and probable endocarditis was not considered by the physician to be due to a malfunction of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the partner clinical trial report, 2 years after the transfemoral deployment of a sapien valve the patient was admitted due to a persistent bacteremia with probable endocarditis. The (B)(6) infection was probably due to a catheter line infection. This event was not considered to be due to a malfunction of the valve. The patient was treated with a prolonged course of IV antibiotics. Over the course of the next 6 weeks, the patient became increasingly confused and weak and eventually died at home. Per report, the cause of death was congestive heart failure (chf), aortic stenosis and aortic insufficiency. The bioprosthesis was not explanted. Additional information from the medical records was provided by the hospital: the patient was admitted with bacteremia and sepsis presumably from a catheter line infection. During the course of this admission the patient was treated with IV antibiotics and underwent a successful right jugular PICC line exchange. At the time, the patient had already been on 15 months of chronic total parenteral nutrition (tpn) via PICC due to short gut syndrome. The patient was discharged to a subacute rehabilitation 8 days later and at that time the patient was reported to be doing well and the most recent blood culture result was negative.